Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system of the stent was returned for evaluation with the stent partially deployed but during testing, the stent could be further deployed at regular deployment forces which leads to inconclusive results for partial deployment. In this case, it was reported that a 6f introducer was used with a 0.035" guidewire for access, the anatomy was difficult and pre-dilation was not performed. Based on available information and the evaluation of the returned sample, the investigation is closed with inconclusive results for misfire. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed and the instructions for use (IFU) was found to sufficiently address the potential risks, e.g., "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding use of accessories the IFU states: "the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". Regarding preparation the IFU states: "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using lifestar. During deployment, it was reported that only half of the stent opened. Additionally, excessive force was required to open the remaining portion, so the physician decided to remove the entire delivery system. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using lifestar. During deployment, it was reported that only half of the stent opened. Excessive force was required to open the remaining portion, so the physician decided to remove the entire delivery system. The procedure was completed using another device. There was no reported patient injury.